Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(4).

Event description:
It was reported that the patient's lead had high impedance and was experiencing a recharge burden with their ipg. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. The patient may undergo further surgical intervention at a later date to replace their ipg once newer technology is available.